Manufacturer narrative:
Actual device evaluated via simulated use testing which confirmed the reported issue. Additional investigation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Probe shaft developed frosting on the entire length of the probe during pretest. Probe was removed from the field and replaced with a new pcs-17. Procedure was completed.